Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery due to bone union. During the removal surgery, the screw head was stripped. The most proximal screw was removed, and the surgeon tried to remove the remaining distal screw with an extraction screw, but it was idled. As a result, the extraction screw was used again, and the screw could be removed. Originally, the patient underwent the surgery for left tibial plateau fracture with the plate and screws on (B)(6) 2020. The removal surgery was completed successfully within 30minutes delay. The patient outcome was unknown. Concomitant device reported: lcp-plt 4.5/5.0 le 5ho l140 tan (part# 422.221s; lot# 6l20180; quantity: 1). Unknown extraction screw (part# unknown; lot# unknown; quantity: 1). Unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves (3) devices. This report is for (1)unk, screws: locking. This report is 4 of 4 for (B)(4).